Manufacturer narrative:
An event regarding a seating/locking issue involving a scorpio insert was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: -device evaluation and results: -visual inspection the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted scorpio insert. From the photographs provided there was no obvious damage noted material analysis, dimensional and functional inspections were not performed as no devices were returned. -medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated "incomplete locking of the tibial bearing in the baseplate during primary right knee arthroplasty in may 2015, due to inadequate clearance of the posterior joint space from bone pieces, has contributed to bearing revision in jan 2019 about which no further info is available. Does the review identify any procedural related factors that contributed to the event? - incomplete locking of the tibial bearing in the baseplate during primary right knee arthroplasty through inadequate clearance of the posterior joint space from bone pieces does the review identify any patient related factors that contributed to the event? - none, but body weight is unknown does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices." -device history review: a product history review could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: a clinician review of the provided medical records states the following; "incomplete locking of the tibial bearing in the baseplate during primary right knee arthroplasty in may 2015, due to inadequate clearance of the posterior joint space from bone pieces, has contributed to bearing revision in jan 2019 about which no further info is available. Does the review identify any procedural related factors that contributed to the event? - incomplete locking of the tibial bearing in the baseplate during primary right knee arthroplasty through inadequate clearance of the posterior joint space from bone pieces does the review identify any patient related factors that contributed to the event? - none, but body weight is unknown does the review identify any device related factors that caused or contributed to the adverse event? - no device-related factors are associated with any of the implanted devices." The exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device, operative reports, clinical reports, histopathology reports, office notes and serial x-rays are needed to fully investigate the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During revision surgery in (B)(6) 2019, the possibility that the locking posterior of the insert was off by x-p was recognized. Additional info at 2019/jan/31: the revision surgery is planned at (B)(6) 2019/. This pi is for the right side of the knee.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During revision surgery in (B)(6) 2019 the possibility that the locking posterior of the insert was off by x-p was recognized. Additional info at (B)(6) 2019: the revision surgery is planned at (B)(6) 2019. This pi is for the right side of the knee.